Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient did not receive an alarm for hypoglycemia an unspecified number of days after the sensor had been inserted in the abdomen. According to the report, the patient could not recall the reading on the receiver. Suddenly, he felt unwell, experienced burning, and fainted. The spouse and son called an ambulance. The reading was 30 mg/dl, but no recollection if this was blood glucose value or the continuous glucose monitor (cgm) reading. The hypoglycemia was treated with an unspecified IV and the patient recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the event, the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.